Manufacturer narrative:
Event date is estimated. Patient weight information was not made available.

Event description:
Related manufacturer report number:3006705815-2023-04553 it was reported that demo trial leads were used in a trial procedure for a trialing scs patient. No adverse consequences were reported due to this issue.

Manufacturer narrative:
It was reported to abbott, it was discovered a through a review of leads that demo trial leads were used for a trial. No adverse consequences were reported due to this issue. The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, a DHR review had determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria. The test results objectively demonstrate that there was no escape from manufacturing process and therefore the complaint cannot be confirmed to be a plano neuromodulation manufacturing related event.